Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported gastrointestinal (gi) bleed could not conclusively be established through this evaluation. The majority of the system controller log file submitted by the account revealed routine power source exchanges. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the file. The system appeared to be operating as intended. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device- 3 years and 2 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(4) 2014. It was reported that the patient was hospitalized on (B)(6) 2017 due to rectal bleeding and melena. The source of bleeding was not found. The patient has been on proton pump inhibitors and intramuscular octreotide monthly injections. No additional information was provided.